Event description:
The bard optifix absorbable fixation system device was in use laparoscopic to affix mesh in place. It is supposed to have 15 loads of fasteners, but over half of them came out broken. A new optifix was used, but the scrub tech attempted to try and release the rest of the fasteners onto the back table and most of them also broke when coming out of the device.